Manufacturer narrative:
Date of event: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for spinal pain indications. The rep reported that while meeting with pt they reported they experienced a faster recharge session than the usual (45 mins to charge instead of normal 2-3 hours). Rep reports that pt stated their stimulation was off during the recharge session, but that they began to experience 8/10 stabbing pain over the implant site that continued after they ended the recharge session. Pt reported to rep that they passed out at that time, and then was admitted to the hospital overnight for 10/10 pain over the implant site. Rep reports that pt was discharged the next day, and has continued experiencing 5/10 pain over the implant site that persists both during recharging sessions, normal use with stimulation on, and when the ins is depleted. Rep reports that pt's ins is depleted at the time of this call and that pt's 5/10 pain is still present. Rep indicated he will use passive recharge for ins, check diaries and impedances, and follow up with managing healthcare provider (hcp).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and manufacturer representative (rep) on (B)(6) 2023. The rep met with the patient and the cause of the stabbing pain was not clarified but improved after meeting with the patient. The pt didn't appear to be in any distress. Pt had reported that they had been managing by taking oral meds day and night. The impedances were within normal limits (wnl). The pt said the current programming was very helpful with their chronic pain. The issue seemed to be resolved as the patient has had no issues since.